Manufacturer narrative:
Corrected data: b1: "product problem" should be corrected to "adverse event" in the initial MDR. B2: "required intervention" should be marked in the initial MDR. H1: "malfunction" should be corrected to "serious injury" in the initial MDR. H6: patient code 2692 should be corrected to "code 3191- medical intervention" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -18.00 diopter , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Excessive vault was observed. Alphagan prescribed. The lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b3- "(B)(6) 2019" shoudl be corrected to "unk" in the initial MDR. (B)(4).